Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7150612.

Event description:
It was reported that leads were intrathecal and patient was experiencing pain down the right leg. The patient underwent an explant procedure and was doing well postoperatively. The explanted device components were not returned. No device malfunction was suspected.